Event description:
Pt suffered syncopal episode at home and was taken to area hospital where a temporary pacemaker was placed. Pt transferred here on 9/29 and monitored in intensive care unit. On 9/30 a permanent pacemaker was placed successfully. Pt became unstable on 10/1 and a cardiac catheterization was performed via the left brachial approach. It was elected to proceed with angioplasty and stenting. The proximal circumflex was pre-dilated with a 3.5/20 predator. This was done using an ivt s'port stent wire. Then at attempt to place the gfx 3.5/12 was made. The stent became dislodged in the proximal portion of the left anterior descending. The stent was lassoed with a 2 mm snare, extricated and withdrawn back into the brachial artery right at the arteriotomy site and could not be withdrawn from there percutaneously. The percutaneous site was converted to a cut-down over the brachial artery and the brachial artery was dissected out where the surgeon repaired the site. Pt was discharged 10/7/98.